Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display screen was discolored. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the display screen did not demonstrate dimness, fading or discoloration as alleged in the original complaint. The display was found to be fully illuminated and fully functional. Investigation did not confirm the allegation of a dim/faded/discolored display screen. On investigation, the display screen demonstrated a persistent vertical line through the text in the middle of the display screen. The pump was opened for investigation and did not reveal any evidence of display screen damage. Investigation revealed a defective display flex.